Event description:
Report received from USA stating the "motor was very noisy." No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).